Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition ;100a - data acquisition pcba adc reference failed. No patient harm reported.

Manufacturer narrative:
The device was returned and the biomed allowed it to run for 48 hours with no problem found. Preventative maintenance was performed, the unit passed all required testing and was placed back into service.